Manufacturer narrative:
(B)(6). Section d4: lot number details were not provided by the customer. Section d4: UDI details are not provided by the customer. Section h4: device manufacturer date details were not received from the customer. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk nasal tubing 70mm was received at fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: upon inspection of the returned device, it was observed that one of the tubes was stretched and torn at the end that connects to the breathing circuit. This is consistent with tensile stress, which may occur if the tube is pulled or subjected to excessive force during use. The other tubing was also observed stretched; however not broken. Conclusion: we are unable to confirm the cause of the reported event. However, evaluation of the returned device indicates that the tube was most likely subjected to pulling while in use. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc191-05 flexitrunk nasal tubing include the following: - "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." - "disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care" -"always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." Additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing.

Event description:
A healthcare facility in netherlands reported that the tubing of a bc191-05 flexitrunk nasal tubing 70mm was found to be broken during use. The device was replaced with no patient consequences reported.

Event description:
A healthcare facility in netherlands reported that the tubing of a bc191-05 flexitrunk infant nasal tubing was found to be broken. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: lot number details were not provided by the customer. Section d4: UDI details are not provided by the customer. Section h4: device manufacturer date details were not received from the customer. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.